Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 118 mg/dl. Troubleshooting was done. Display returned after battery change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.